Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Cable assembly connector pins broken. The main device (model: 97714, serial: (B)(4)) was not returned for analysis. Thus, the conclusion code was assigned for that device. The recharging component (model: 37761, serial: (B)(4)) was returned for analysis, and the conclusion code was assigned for that device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported on (B)(6) 2016 stating that they were only getting 2 coupling boxes shaded when they were charging. This issue had begun the previous day. The implantable neurostimulator recharger (insr) batter was low so they went to charge it for a full night, but they were still seeing the charge recharger battery screen. The desktop charger (dtc) green light was on, but the patient stated that the connector pin was loose when plugged into the insr. The patient called back the next day stating that their therapy had stopped and they had not had any therapy since sunday, (B)(6). A replacement insr and dtc were sent to the patient. They called back on (B)(6) stating that they had received a "replacement cord", but the recharger was still not working. They called back later that day because they were trying to get the equipment to work, but also noted that they "tried it and it works". The patient was assisted with regard to recharge coupling, but was unsuccessful. They were going to receive a replacement insr and call back if the issue continued. They also mentioned that neither they or their son could feel the implant. The indication for use was non-malignant pain.

Event description:
Additional information received from a manufacturer's representative (rep) reported the patient was only getting 2 coupling bars. The cause of the lack of coupling was noted to be that the battery was tilted in a position that had never allowed adequate coupling. It was noted that the patient's healthcare provider (hcp) advised for the patient to have a pocket revision. The issue was not resolved at the time of this report and the patient was not receiving adequate charging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.